Manufacturer narrative:
This report is submitted on (B)(6) 2022. Device analysis report is attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecific medical reasons. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the patient was treated with oral, IV and topical antibiotics (specific date and duration not reported). This report is submitted on december 30, 2022.